Event description:
In 2009, patient reported elevated blood glucose readings over the past 2 days. He stated he tested his blood glucose at 191 mg/dl before going to out; reading was normal and no bolus was required. Patient reported he had breakfast after return, and bolused 8 units of insulin based on the carb ratio. He stated when he got home, he tested his blood glucose with a reading of 329 mg/dl. Patient reported he did not require any treatment other than taking a nap. He stated no error messages have been received and his blood glucose has been elevated since the event. Patient reported a blood glucose reading today of 366 mg/dl and has run out of insulin; did not bring extra with him to work. Advised patient to seek treatment if needed. Patient reported he would be fine without bolus until he returns home later tonight. Advised patient to speak with his doctor regarding his elevated readings. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced; requested return of the suspect infusion device for evaluation.